Manufacturer narrative:
Product ID 3093-28, lot# v048120, serial# implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead.

Event description:
It was reported that a longevity reading from the device indicated longevity was 83 months with a note stating "if this battery was new." The manufacturer representative had never seen this message before and was not sure why it gave the message due to the device's age. Additional information received two weeks later noted "some" impedance measurements were >4,000 ohms. The patient was scheduled for a revision in november. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot,# v048120, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. (B)(4).

Event description:
Additional information received indicated that the patient's revision was on (B)(6) 2013. The reporter stated that the case was successful.